Manufacturer narrative:
Concomitant medical products: 4968-35, lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was concern regarding the remaining longevity of the cardiac resynchronization therapy pacemaker (crt-p). Additional information clarified that the crt-p exhibited shorter than expected longevity estimate due to a programmer software estimator error. The crt-p and programmer remain in use. No patient complications have been reported as a result of this event.